Event description:
Patient received multiple inappropriate defibrillator shocks secondary to a spontaneous right ventricular lead fracture. Interrogation appreciated with lead impedance >3000 ohms indicating probable lead fracture with noise on the ventricular electrogram.